Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited false pause episodes caused by under sensing. No intervention was performed. The patient experienced no consequences and continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.